Event description:
The sales representative reported on behalf of the customer, that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6)2024 during a laparoscopic cholecystectomy procedure when it was reported ¿during a laparoscopic cholecystectomy the tip of the kittner fell off and was retrieved inside the abdominal cavity. It was successfully removed.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode; however, one was confirmed. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2024 during a laparoscopic cholecystectomy procedure when it was reported ¿during a laparoscopic cholecystectomy the tip of the kittner fell off and was retrieved inside the abdominal cavity. It was successfully removed.¿. The procedure was completed and there was no report if injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.